Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5085 surgical table. The technician inspected the table and was able to duplicate the reported event. The table was inoperative, including the backup hand control system. Upon further inspection, the technician found evidence of fluid intrusion on the table bellows and power supply. The fluid intrusion caused the electrical components within the base of the table to short resulting in the reported event. The root cause of the reported event can be attributed to improper cleaning practices. The 5085 surgical table operator manual states (pg 1-4): "caution - possible equipment damage: do not spray cleaning fluid into electric receptacles and avoid spraying directly on emergency backup buttons or into clearance space. Spray or drippage may settle onto electric circuits inside table causing corrosion, loss of function or erratic table movement." The technician replaced the table bellows and power supply, tested the unit, and found the table to be operating according to specification. A steris account manager will offer in-service training on the proper use and maintenance of the 5085 surgical table specifically, proper cleaning techniques.

Event description:
The user facility reported their 5085 surgical table would not respond to table commands during a patient procedure. The patient was moved to a different table causing a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
In-service training was performed by the steris account manager to user facility personnel on the proper use and maintenance of the 5085 surgical table specifically, proper cleaning techniques.